Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced the motor controller (mc) printed circuit board assembly (pcba) and power management (pm) printed circuit board assembly (pcba) and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.